Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant med products: unknown shoulder humeral cup component; unknown shoulder humeral stem component; unknown shoulder glenosphere component; unknown shoulder metaglene component; unknown shoulder metaglene locking screws x 4;

Event description:
Article reviewed, entitled: "six-year experience with the delta iii reverse shoulder prosthesis", by frederico alberto grassi, et al, published in the journal of orthopaedic surgery (2009; 17(2):151-6). The study of 26 patients who received depuy delta iii reverse shoulder arthroplasties, reported one patient died of lung cancer, and two were excluded from analysis after developing debilitating neurological complications unrelated to their shoulder surgery. This left 23 patients remaining for follow-up. Of these, one patient experienced a partial detachment of the lateral deltoid following an anterosuperior approach, during the immediate post-operative period. Another patient experienced a prosthesis dislocation , which, following prompt reduction, did not recur. Neither of these two complications was reported as requiring additional surgery. Two patients experienced loosening of their glenoid baseplate components requiring revision surgery: one rheumatoid arthritis patient at 6 months post-op, with breakage of two baseplate screws; and the other occurred at 5 years post-op, as a result of severe scapular notching, requiring conversion to a hemiarthroplasty, owing to the significant loss of bone stock in the scapular neck. Authors stated that there were no instances of infection, instability, or acromial fracture. No complications were related to patient comorbidities. Each of the patient complications will be addressed in separate complaints. It was also noted within the article that "inferior or posterior impingement" of the humeral component "is the common biomechanical limitation of the delta iii prosthesis. It may cause glenoid notching and jeopardize implant stability". The authors reported that ten patients presented at the five year follow-up with an inferior and/or posterior glenoid notch in their native glenoids (on radiographs). The authors then indicated that the cause is variable and attributed to two pathogenic mechanisms of bone resorption: an initial erosion caused by impingement of the humeral component on the glenoid margin and; a secondary osteolysis caused by wear particles from the polyethylene cup. In their study, the authors could determine no predictive factor for scapular notching. This complaint addresses the report of ten patients with reported notching at five year follow-up, for which there was no report of resultant intervention or surgery. An unknown shoulder implant has been added to the complaint to address the unspecified humeral component impingement that is causing the scapular/glenoid notching. The unk shoulder humeral cup is added to address the secondary osteolysis generated by polyethylene wear debris.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device or product details were received. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.